Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he has been experiencing high blood glucose for about a month. Customer's blood glucose was over 500 mg/dl, current 91 mg/dl. Symptoms have been dizziness and confusion. Customer didn't feel well to troubleshoot so was advised to change out the entire set, reservoir, and insulin. The device is not returning for analysis.